Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra wand, the patient sustained a burn on the tongue. No further details regarding the severity of the burn, the treatment or any further patient complications were provided.